Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 28 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the returned device identified that the inner shaft was bunched and stretched just proximal to the balloon. This type of damage is consistent with excessive force having been applied to the shaft. A visual examination of the crimped stent found that the stent was stretched and damaged on the balloon with some stent struts misaligned. This type of damage is consistent with the stent getting caught on a restriction, either during advancement or withdrawal. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. A 28 x 3.00mm promus premier stent was advanced but was unable to cross the lesion. The device was removed and it was noted that the stent was lifted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.